Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not deliver air. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital determined that the blower was not working and making a lot of noise. It was confirmed that no error codes were observed. The km responder reported that after the turbine was replaced, the issue was resolved. The device was returned to service.